Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a distal type I endoleak was seen coming from the endurant limb on left side. The physician planned to coil embolism the left internal iliac artery and extend a graft into the left external iliac. The physician implanting three shorter grafts resolving the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).